Manufacturer narrative:
"The t:slim cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulins." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Continuous glucose monitor read "high"; however, a specific bg value was not provided. Bg cause was unknown. The pump supplies were changed, and a manual insulin injection was administered to address bg level. Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.